Event description:
A consumer used a inspirease unit. The consumer did not provide the indication for the unit or the name of the medication if was used to deliver. The consumer inhaled a clear plastic piece that broke off the inspirease unit. Consumer clarified the piece was not from the inspirease bag. During the telephone conversation, the consumer coughed and explained the coughing was due to the sore throat. Consumer did not say the coughing and sore throat were related to the aspiration of the plastic piece. The consumer refused to give address and phone number, making additional follow-up impossible. Follow-up: correct MFR's registration number, MFR's control number and product MFR info provided.